Manufacturer narrative:
Product event summary #the controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the unit did not have the securing bracket screw, confirming the reported event. However, functional testing of the unit revealed that the controller ac adapter was able to provide power as expected. An internal investigation was opened and revealed that the missing screw likely occurred during the receiving inspection of the unit. During receiving inspection, the screw is loosened and re-tightened after inspection. It's likely the screw was not re-tightened. Based on the available information, the most likely root cause can be attributed to an operator error during receiving inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Preliminary analysis of the ac adaptor failed visual inspection and passed functional testing. Investigation is ongoing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the ventricular assist device (vad) implant, the ac adaptor of the controller was missing the small screw that is used to secure the power cable into place. The screw was not in the box and had not fallen out onto the floor. The adaptor had not been issued to the patient yet. They attempted to use a different screw and a screw from a disposed ac adaptor, but neither worked. The ac adaptor was removed from service. No patient complications have been reported as a result of this event.